Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to an unexpected post operative refraction. The lens was replaced with a (B)(4) lens. No further information has been provided.

Manufacturer narrative:
(B)(4): explant of the intraocular lens. Unexpected post-operative refraction.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned for product evaluation. The lens was received in a plastic bag cut in two parts. A few stains and loose particles were observed on the lens optic body compatible with handling the lens out of the sterile environment. The lens condition is consistent with a lens that has been explanted from the patient's eye. Rings were observed in the complaint unit which indicates that the lens is a zmb00 model. The lens diopter result obtained from the stored data in the manufacturing quality system verified that the diopter reading was within specification. No deviation was reported. There is no evidence to suggest any fault attributed to the lens manufacturing process. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Based on the documents reviewed and report of the electronic diopter results, it is concluded that there is no deviation or any non-conformity throughout the manufacturing process. The production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.